Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The proximal end of the ctag ac was placed in zone 2 and zenith alpha thoracic endovascular graft distal extension was also placed distal to the ctag ac. The patient tolerated the procedure. On (B)(6) 2026, a follow-up CT scan was performed and no abnormalities were shown. On (B)(6) 2026, the patient was emergently transported to the hospital due to hemoptysis, and CT imaging revealed distal migration of the ctag ac. The cause of hemoptysis was considered aneurysm rupture associated with a type ia endoleak. On the same day, an emergency reintervention was performed. During this procedure, gore® dryseal flex introducer sheath was used. Although the locking mechanism between the sheath and dilator could be engaged, it repeatedly disengaged immediately afterward. Despite the issue, the sheath was used with caution. An additional ctag ac was placed proximal to the previous device. An intraoperative angiography confirmed there was no remaining endoleaks. The patient tolerated the procedure. The reporting physician commented that such significant migration within a short period was unexpected and believed that the original device sizing had been appropriate. Although balloon molding was not performed during the initial procedure, the physician did not consider this to be the cause of the migration. Review of the CT images obtained on (B)(6) 2026, suggested that the ascending aorta and the aortic segment immediately distal to the left common carotid artery had enlarged by approximately 2¿3 mm compared with measurements at the time of the initial procedure, and reportedly, vascular expansion is considered a possible contributing factor to the migration. Regarding the sheath, the device was prepared according to the instructions for use, and the physician considered the event to be a product malfunction.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.